Event description:
Patient reported having another implant for sleep apnea (inspire) that was implanted approximately 2.5 years ago. The patient stated that the first two nights they went to bed and turned on the inspire, it worked fine and did not bother them; however, over the last two nights, as soon as they fell asleep, it started hurting in their mouth and the back of their throat. The patient also mentioned they are trying to recover from a severe chest cold with coughing. The patient was redirected to their healthcare provider to further address the issue. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).